Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the lead was fractured near the terminal end. Additional investigation was performed. Fractography confirmed that the break was the result of acute torsional overload. We have concluded that the break likely occurred during the revision procedure as electrical data at the time of implant is consistent with an intact conductor coil. Additionally, analysis noted the crimp sleeve that was correctly positioned over the inner coil on the terminal pin at the time of manufacturing (verified via manufacturing data) was no longer in the correct position. The crimp sleeve was most likely moved during attempts to extend the helix during the implant procedure.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was successfully implanted without any complications; however, during a post implant evaluation it was noted that there was a safety switch alert. The pace impedance measurements were found to be greater than 2,000 ohms. There was no pacing at maximum outputs therefore, the patient was taken for a revision procedure. Upon explant there was an indentation in the lead coil; however, the insulation appeared to be intact. There were no adverse patient effects and no further complications have been reported.